Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and revealed a crack in the burette chamber. The reported problem was confirmed. A definitive root cause was not determined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
A baxter sales representative called baxter corporate product surveillance to report a non-dehp buretrol add-on set in which the burette chamber cracked. The customer mentioned that these events have happened around 12 or 13 times in the past 6 months. It usually happens either during priming or when adding additional medication into the burette. The customer stated that she knows the burette is not meant to be squeezed, but she is going to continue the practice "because she has been doing that for the past 10 years." This event occurred during priming. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.